Manufacturer narrative:
This report was filed on august 18, 2008.

Event description:
Per the audiologist, the pt reported a loud "pinging, popping siren sound" and pain at the implant site when using the cochlear implant system. The pt had discontinued using the device because it was "too painful". Reportedly, the receiver/stimulator "appeared elevated". Results of the integrity test were consistent with normal receiver/stimulator function. An x-ray was recommended. The pt's device was explanted in 2008. No reimplant is planned at the time of this report 2008. The pt was implanted in the contralateral ear during the same surgery.